Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable after the patient stopped charging and maintaining the device as recommended. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.